Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was not in place. The customer successfully loaded a new cartridge to resolve this issue. Customer's blood glucose level was 180 mg/dl.